Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent strut was severely damaged. No patient complications were reported.